Manufacturer narrative:
Unable to prime during the prime/delivery test due to protruded/loose drive support disk. Insulin pump passed the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion test. No unexpected low battery alarm noted. Unable to perform the occlusion and no delivery tests due to prime anomaly. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery compartment and cap was cracked. Customer also reported that battery icon switches back and forth from full to empty. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.